Event description:
Customer stated she was experiencing some high blood glucose levels (bg's ) with this particular pod which led her to the hospital in dka. Due to the events surrounding the issue, she no longer has the pod and could not give the lot number information for the pod, and it can't be returned. The customer's bg levels ranged 204-433 mg/dl. She did have some decrease in bg levels after taking bolus insulin doses, however, she still sent into dka. No further information is available.

Manufacturer narrative:
The device involved will not be returned to the MFR for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.